Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. This damage is consistent with the patient being externally defibrillated while wearing the lifevest. The lifevest is not defibrillator proof. The root cause for the open resistor was the external defibrillations. The falloff signal was lost on all electrodes after the second defibrillation and did not return due to the loss of a driven ground signal, consistent with external defibrillations. When the falloff signal is lost the device is able to continue recording an ECG of the patient's heart rhythm, however the device is no longer able to treat the patient. There is not indication that the resistor was open prior to the external defibrillations. Electrode belt sn 89001167 was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a german patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that prior to passing, the patient was receiving dialysis. Review of the patient's download data reveals that prior to passing, the patient received 5 appropriate treatments from the lifevest. At 11:03:11 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 200 bpm, and the post-shock rhythm was non-sustained ventricular tachycardia (nsvt) with motion artifact. At 11:03:41 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt, and the post-shock rhythm was a sinus beat with nsvt. At 11:04:05 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt, and the post-shock rhythm was vt at 200 bpm. At 11:04:33 am, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 200 bpm, and the post-shock rhythm was a sinus beat transitioning to vt. At 11:04:55 am, the patient received the final treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 200 bpm and the post-shock rhythm was vt at 200 bpm. The lifevest acted as designed and delivered the maximum of 5 shocks during the same detection sequence. Per review of the patient's continuous ECG recordings, the patient remained in vt from 180 to 200 bpm with motion artifact and variable amplitudes after the fifth treatment. The rhythm then degraded to vf at 11:11:41 am. The patient received a first non-lifevest defibrillation at 11:16:55 am. The patient's rhythm at time of treatment was vf, and the post-shock rhythm was sinus tachycardia at 150 bpm for 9 seconds before degrading into vt at 240 bpm. After 12 seconds, the rhythm then degraded to vf with motion artifact. The patient received a second non-lifevest defibrillation at 11:19:17 am. The patient's rhythm at time of treatment was vf and the post-shock rhythm was an idioventricular rhythm at 40 bpm for 4 seconds before vt at 270 bpm reoccurred. The patient received a third non-lifevest defibrillation at 11:21:39 am. The patient's rhythm at time of treatment was vt at 200 bpm and the post shock rhythm was vt at 130 bpm. The rhythm then slowed to an idioventricular rhythm at 70 bpm with pauses before degrading to vt at 250 bpm. The patient received a fourth non-lifevest defibrillation at 11:24:00 am. The patient's rhythm at time of treatment was vt at 250 bpm and the post-shock rhythm was vf after a 2 second pause. The patient rhythm remained in vf with CPR/motion artifact until the patient received a fifth non-lifevest defibrillation at 11:29:09 am. The patient's rhythm at time of treatment was vf with motion artifact, and the post-shock rhythm was bradycardia at 50 bpm with motion artifact. The rhythm degraded to vt/vf with CPR artifact after 18 seconds. The patient received a sicth non-lifevest defibrillation at 11:34:27 am. The patient's rhythm at time of treatment was vf with CPR/motion artifact and the post-shock rhythm was bradycardia with CPR/motion artifact. The rhythm then degraded after 17 seconds into vt at 230 bpm which slowed to vt at 170 bpm with CPR/motion artifact. The patient received a seventh non-lifevest defibrillation 11:40:37 am. The patient's rhythm at time of treatment was vf with CPR/motion artifact and the post-shock rhythm was CPR/motion artifact with possible vt. The patient was in vt/vf for approximately 36 minutes and 56 seconds. CPR artifact obscures any cardiac signal from 11:41:46 am until the electrode belt was disconnected at 12:52:35 am. There is no indication that the a device malfunction caused or contributed to the patient's passing.